Event description:
The customer reported that during a hysterectomy the device blade came off of the track. There was no pt injury. Add'l questions regarding the incident have been asked. The device was returned for eval with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete a f/u report will be submitted.